Manufacturer narrative:
Qn#(B)(4). The customer provided one photo for analysis. The photo shows two spring wire guides (swgs); the top swg showing a kink and the bottom swg showing unraveling. The bottom swg is the one pertaining to this investigation. The customer also returned one swg for evaluation. The guide wire was unraveled, and no obvious signs of use were observed. Visual examination revealed the guide wire was unraveled at the distal end with no kinks on the guide wire body. The distal end of the core wire was broken and protruding out of the coil wire. Part of the distal core wire was attached to the distal weld. The distal j-bend was not misshapen and still intact. Microscopic examination of the guide wire confirmed the core wire was broken at the distal end. The core wire still attached to the distal weld. The exposed distal core wire tip was tapered at the point of separation. Both welds appeared full and spherical. The broken core wire measured 7mm and 596mm totaling 603mm in length, which is within the specification of 596 - 604mm per guide wire product drawing; therefore, no pieces of the core wire appear to be missing. The outer diameter of the guide wire measured 0.802mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken at the distal end of the guide wire. The guide wire met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found separated during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported the spring wire guide was found separated during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).